Manufacturer narrative:
Initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced five events over the past week, beginning on (B)(6) 2026 in which infusion set was accidentally pulled out during use, due to tubing catching on something or pump falling. The patient experienced event involving a bent cannula and infusion set fell off, which led to hyperglycemia requiring hospitalization on (B)(6) 2026. The patient¿s blood glucose level was reported as 528 mg/dl, and ketones were present. The patient received treatment with insulin and ice water, after which the condition was managed.